Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: dena g. Shehata, christopher s. Digesu, edilin lopez, carolina vigna, susan moffatt-bruce, cameron t. Stock, elliot l. Servais, ammara a. Watkins, robotic-assisted pleurectomy is a safe and effective surgical treatment for spontaneous pneumothorax, journal of surgical research, volume 302, 2024, https://doi.org/10.1016/j.jss.2024.07.096. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the robotic group included patients with a median age of 41 years, majority (80%) of the patients were males field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a retrospective, single-center analysis that included 36 patients undergoing 36 robotic-assisted pleurectomy (rap) for spontaneous pneumothorax from 2017 to 2023. One patient experienced a grade 3b complication, requiring a return to the operating room for an acute hemothorax. Another patient was readmitted due to pleural effusions related to heart failure. There were no instances of 30-d mortality or pneumothorax recurrence during the follow-up period. Intuitive surgical, inc. (Isi) contacted the designated author of the article. Per the author, there were no device malfunctions.